Event description:
The customer reported that the c-arm will not power up. Not pt injury was reported.

Manufacturer narrative:
The svc rep ordered a lemo receptacle assembly for replacement due to wear. He removed and replaced the lemo receptacle assembly per service manual. Verified proper system operation. System performs as intended.